Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 87 mg/dl. Customer stated the pump got wet. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.